Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 300cm straight tip v-14 controlwire guide wire was selected for use and it was noticed that the tip of the wire detached from the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The unit returned has the distal end kinked, as part of overall visual revision. The visual inspection revealed the distal tip polymer coating peeled at 0.3cm approx. From the distal end; and the distal tip kinked at 295.5cm approx. From the proximal end to distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 300cm straight tip v-14 controlwire guide wire was selected for use and it was noticed that the tip of the wire detached from the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.